Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient reported a partial right knee replacement on (B)(6) 2022 & alleges swelling, warm & tingling sensation, tenderness, red blotches, knee ¿goes out¿ when walking, leg feels shorter than left knee and walking with a limp.